Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high as well as low blood glucose values. The customer¿s high blood glucose values was 403 mg/dl and low blood glucose value was 32 mg/dl. Customer's other blood glucose value: 100 mg/dl the customer treated high blood glucose with insulin pump and low blood glucose values by drinking juice. The customer declined the troubleshooting for high and low blood glucose values. The product will not return for analysis.